Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient was in for re-programming and hearing performance is allegedly affected. The recipient has not worn the processor since 2014 as the processor she received had not been programmed and thus she could not hear with it. Patient reported to be attacked in 2015 where she was hit repeatedly on both sides of her head. Patient may be re-implanted.

Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The recipient was in for re-programming and her hearing performance was allegedly affected. The recipient has not worn the processor since 2014 as the processor she received had not been programmed and therefore she could not hear with it. The recipient had failed to follow-up. Reportedly the recipient had been attacked in 2015 where she was hit repeatedly on both sides of her head. The recipient was re-implanted.